Manufacturer narrative:
Two basket catheters and cs catheter were in place (manufactured by boston scientific), as well as 2 transseptal sheaths (manufacturer: unknown). Esi mapping system, stockert generator and coolflow pump were also used in the procedure. The cool flow pump setting on the stockert generator was at 45 deg c and temp limiter error occurred on 3 to 4 occasions. Stockert generator was as 30-35 watts depending on the position. It was stated that the patient event was not caused by a malfunction of the bwi equipment. Concomitant products used during the procedure: cool flow irrigation pump model #: m-5491-02 (B) (4) stockert rf generator: model #:m-5463-01 (B) (4) acunav (product was not returned for investigation). Model #:unknown. Lot#: unknown. Bwi catheters were discarded by the facility/ not returned for investigation. (B) (4).

Event description:
It was reported that during an afib case, the patient expired after rf was applied while utilizing a "basket catheter" for mapping. The physician had ablated the left pv's in circumferential fashion and had moved to the right. After a few ablations, the patient moved and the map shifted. The physician requested the anesthesiologist to give more sedation. At that point during the next few ablations, the patient's blood pressure dropped. The ice catheter was put back in. The comment stated was that it did not appear to be a difference in effusion from the beginning of case. It seemed like there was a state of pre-case effusion before catheters were put in and ablation was started. The bwi representative was not in the procedure room at the point of ice pre-case was performed. At one point, they the physician tried to pace the patient out of atrial fibrilation in order to stabilize the patient, which resulted in asystole. Shortly thereafter, there was a considerable drop in blood pressure and the focus turned to managing the patients vitals. It appeared that a transthoracic ultrasound was used. Surgery was called to respond to the code with pericardialcentesis, and open chest maneuvers. However, patient could not be revived.